Event description:
On 10/30/06, nellcor received a report where it was claimed that the device developed a leak while in use on a patient. The caller reported that the patient's ventilator alarmed and the clinician attempted to reinflate the cuff, but a leak was still present. The caller could not identify the soure of the leak. Replacement of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
Investigation of this report is currently in progress.